Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 98 machine was observed to have a broken wheel during an unspecified process step, described as "the wheel completely detached from the machine". The machine was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.